Event description:
The user contacted the emergency support program line after receiving an iabp patient from an outside hospital, reporting that the inner lumen did not appear to be flushing and requesting a review of the catheter flushing procedure. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.